Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the facility representative that a hair was found inside the chloraprep packaging. Per email: I wanted to let you know that frankie has identified a contaminated chloraprep with tint , 3ml applicator. As per hb policy, an incident form has been completed and the contaminated item will be sent to smtl for investigation. (B)(6) and I wanted to let you know, the batch number is: 9234874.

Event description:
It was reported by the facility representative that a hair was found inside the chloraprep packaging. Per email: I wanted to let you know that (B)(6) has identified a contaminated chloraprep with tint , 3ml applicator. As per hb policy, an incident form has been completed and the contaminated item will be sent to smtl for investigation. (B)(6) and I wanted to let you know, the batch number is: 9234874 and a photograph is attached for your information.

Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows a hair inside the package. This verifies the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product or an operator's failure to perform machine cleaning activities. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. A production record review was completed for batch/lot 9234874 and there were no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. A corrective actions initiative was introduced to replace lab coats to prevent hair from coming into the controlled environment. Anti-electrostatic coats stated to be implemented on june 2021. The lot in question was manufactured in july 2019 which came before the replacement initiative. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below.